Event description:
It was reported that the atrial lead perforated the heart causing cardiac tamponade and lung damage. The perforation was repaired and the atrial lead was repositioned and is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).